Manufacturer narrative:
As no further information regarding this event is expected our investigation is complete. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this right ventricular (rv) lead was complaining of feeling dizzy and breathless. Review of the system indicated oversensing on the rv channel. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.